Manufacturer narrative:
Other text: b3: date of event is unknown. One device was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to have a chipped top case, cracked bottom case, damaged plunger head, and the flippers were stuck up. The device?s event history log was reviewed for evidence of the reported problem, found ?plunger not in place? Alarm in the log. To conduct functional testing the device was inspected. Upon review, the customer reported problem was duplicated. It was revealed the flippers sticking up was determined to be the root cause of the issue. All the plastic parts of the plunger head were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibited a flange sensor issue. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it. A1 updated, d3, g1, and g2 email is: (B)(4).